Event description:
The collimators are locked and cannot be opened. It was reported to philips that the allura xper fd20 biplane r8 system the collimators are locked and cannot be opened. The device was in clinical use. No patient/user harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips service engineer inspected the system onsite but was unable to confirm that the collimator was locked. The log file did not report any error related to a collimator failure. Philips has been unable to confirm the reported problem. Based on service history review, the issue did not reoccur. The codes were updated based on the investigation outcome. Device problem code and evaluation method code were corrected.